Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 470 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer did not have a tubing clamp at the time of the phone call. A tubing clamp was sent to the customer, and she was advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.